Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that there were lines going across the display of the blood glucose monitor. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.